Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported an increase in clabsi (central line associated blood stream infections) in their hospital which may be associated with baxter one-link products (no specific details were provided). The cause was not reported. No further details were provided regarding the number of clabsi¿s or regarding medical intervention and patient outcomes from the events. No additional information is available.